Event description:
It was reported that high out of range shock impedance were noted this right ventricular (rv) lead over the past year. Provocation maneuvers were performed, and no noise was observed. Non-invasive programmed stimulation (nips) testing was performed, and a code 1005 occurred after a 41j shock, indicating an open circuit condition. Another 41 j shock was provided in single coil configuration, and no code was emitted. Technical services (ts) recommended a lead revision and suspects a lead integrity issue. This rv lead was subsequently replaced, along with a complete system changeout. This rv lead was damaged during the explant procedure and was discarded. No additional adverse patient effects were reported.